Event description:
In this case, it was reported that the valve was explanted due to perivalvular leak after coming off cardiopulmonary bypass. The healthcare provider noted that there was no malfunction or deficiency of the edwards device. The valve was discarded. No other details provided.

Manufacturer narrative:
Device not returned. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Annular calcification is a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. Unfortunately, the root cause of this event cannot be confirmed without the sample device and with the available information.